Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item # 42517000505 lot # 63398917 found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were not returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined.

Event description:
It was reported that a tasp is fractured on a worn instrument return form. All pieces have been returned as stated on the complaint form. No patient involvement, no additional information.

Event description:
It was reported that a tasp is fractured on a worn instrument return form. All pieces have been returned as stated on the complaint form. No patient involvement, no additional information.

Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item # 42517000505 lot # 63398917 found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were not returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined.